Event description:
It was reported that the device was found in back up vvi due to power on reset. A successful firmware download was completed. After the download, capacitor maintenance could not be performed and a possible circuit damage alert was displayed. The patient decided against the recommended device replacement. The patient did not have any vt/vf events so the physician elected to program hv therapy off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).